Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were sticking, were intermittently unresponsive and required multiple presses to elicit a response. Evaluation also revealed evidence of contamination under all of the key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; the ok button symbol was worn off. All of the keypad buttons were sticking and intermittently unresponsive during testing. All buttons required multiple button presses to elicit a response. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to these issues, the contrast button was hard to press and required increased force. The contrast button has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).